Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction code while loading a cartridge. The blood glucose was not known. Tandem technical support assisted with clearing the alarm.